Event description:
It was reported that this pacemaker exhibited noise, oversensing and pacing inhibition on the non-(B)(6) right ventricular (rv) lead. There was asystole. Subsequently, a revision procedure was performed, and the pacemaker was explanted, while the non-(B)(6) rv lead was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).